Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned on the transportation wire and is deformed (i.e. Pinched) at its distal end. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during the preparation for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.

Event description:
The orsiro us drug-eluting stent system was selected for use. During removal of the protector sheath the stent dislodged outside patient and was not used.